Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The ra lead was explanted and replaced. No patient consequences reported.

Manufacturer narrative:
The reported event for noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external outer insulation abrasion. The cause of the reported event was due to an external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can. No other anomalies were found.